Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The board and connectors were reseated. The system was tested and found to be working as intended and returned and put back into service.

Event description:
The customer reported that the system displayed error message which resulted in loss of live image. No patient death or serious injury was reported related to this event.